Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that two issues occurred during use of this intraclude model icf100. As reported, the vent was not working well. Venting difficulties happened throughout the procedure. Reportedly, surgeons tried repositioning, but it did not help with the venting. Reportedly, the preparation steps were all followed as per IFU. They were able to infuse antegrade cardioplegia at a flow of 100ml/min and high line pressures. Pressure during the case in the balloon ranged from 375 mmhg to 450mmhg. During retraction to do the mitral valve replacement (mvr), pressure was closer to the 450 range. After 128 mins of clamping, the balloon punctured. It was a very small hole. A drastic drop in balloon pressure was noted. When the balloon punctured, the vent starting working better. This happened while finishing one of the bypasses anastomoses. Not close to the balloon location. As reported, this was an open mechanical mitral valve repair, 3 bypasses, laa closure and maze. Axillary cannulation for arterial, and is19a cannula used in femoral artery. No aortotomy was performed. The patient did no suffer any injury or adverse event. There were no problems weaning the patient from bypass and arresting the heart. Blood loss was not higher than usual. The patient was discharged home.

Manufacturer narrative:
Corrected data h6 (component code): "3038 catheter" code removed; h6 (type of investigation): "4114 device not returned" code removed added information to section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Based on the information available the complaint allegation of "difficulty venting." Is unable to be confirmed and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Per the event description, "surgeons experience with the icf100 is not high". Therefore, it is likely that the difficulty venting experienced by the customer is attributable to a use error. However, this can not be conclusively determined. Complaint allegation of "after 128 mins of clamping, the balloon punctured" was able to be confirmed. There is no evidence to suggest an edwards manufacturing defect. It was noted in the event description, "reportedly, the preparation steps were all followed as per IFU.", "surgeons experience with the icf100 is not high", & "pressure during the case in the balloon ranged from 375 mmhg to 450mmhg. During retraction to do the mitral valve replacement (mvr), pressure was closer to the 450 range.". Per the instructions for use (IFU) visually examine the intraclude device and sterile packaging for evidence of damage (e.g rips, tears, etc.). If damaged, do not use. When shipped, all lumens, including the balloon lumen, contain air. This air must be displaced prior to insertion to ensure that only fluids fill the lumens. Warning: check the balloon prior to insertion to ensure that a vacuum has been maintained. A loss of balloon vacuum indicates that there is a leak in the system which may result in unexpected balloon deflation and loss of aortic occlusion. If a leak is detected, replace the intraclude device or leaking component prior to use. A typical initial balloon pressure is between 300 to 400 mmhg. Balloon pressure should not be used as an indicator of occlusion, but only as a reference for balloon functionality. Since the preparation steps were reported to have been followed, it is unlikely that damage to the balloon prior to use contributed to the leak observed, as it would have been detected during preparation. Furthermore, the typical initial balloon pressure range was exceeded. Per the event description, the state of the aorta is "lots of adhesion and calcification: porcelain aorta". Based on the available information, it is likely that the "balloon punctured." Experienced by the customer is attributable to a the calcified aorta. However, this can not be conclusively determined.

Event description:
Edwards received notification that two issues occurred during use of this intraclude model icf100. As reported, the vent was not working well. Venting difficulties happened throughout the procedure. Reportedly, surgeons tried repositioning, but it did not help with the venting. Reportedly, the preparation steps were all followed as per IFU. They were able to infuse antegrade cardioplegia at a flow of 100ml/min and high line pressures. Pressure during the case in the balloon ranged from 375 mmhg to 450mmhg. During retraction to do the mitral valve replacement (mvr), pressure was closer to the 450 range. After 128 mins of clamping, the balloon punctured. It was a very small hole. A drastic drop in balloon pressure was noted. When the balloon punctured, the vent starting working better. This happened while finishing one of the bypasses anastomoses. Not close to the balloon location. As reported, this was an open mechanical mitral valve repair, 3 bypasses, laa closure and maze. Axillary cannulation for arterial, and is19a cannula used in femoral artery. No aortotomy was performed. The patient did no suffer any injury or adverse event. There were no problems weaning the patient from bypass and arresting the heart. Blood loss was not higher than usual. The patient was discharged home. Surgeon experience with icf100 was not high.

Manufacturer narrative:
H3: device evaluation: customer complaint of "venting difficulties" was unable to be confirmed, customer report of "balloon puncture" was confirmed. Device was returned with visible traces of blood. All through lumens were found to be patent without any leakage or occlusion. Balloon inflated but failed to maintain inflation due to a pin hole leakage. Balloon had a small slit/pin hole approximately 0.1mm in length. No other visual damages or abnormalities were found. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.